Event description:
Pt underwent total hip arthroplasty. Post-operatively, pt has had increasing hip pain. Three months later physician was informed that the lot number implanted into the pt was among those recalled by the co for concerns that mfg residue left on the socket may cause adverse reactions including pain and the potential for hip failure. Pt has been scheduled for revision of arthroplasty.